Event description:
This is filed to report recurrent tricuspid regurgitation. It was reported through a research article that 107 patients underwent edge-to-edge mitral valve repair (m-teer) from 2014 to 2020. Within one to six months of the procedure, the implanted mitraclip may have caused or contributed to unchanged tricuspid regurgitation (tr) and recurrent tr. Additional information is listed in the attached article "predictors of residual severe tricuspid regurgitation after transcatheter mitral valve repair."

Manufacturer narrative:
As this complaint is based on an article review, the devices were not returned for analysis. The lot history record review was not performed because this complaint is based on an article review, and no part or lot information was provided. Based on available information, causes for the reported unchanged tr and recurrent tr could not be determined. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - date of implant estimated. Attachment: article titled ¿predictors of residual severe tricuspid regurgitation after transcatheter mitral valve repair."